Event description:
Info received indicates, the brake can be set but the casters are not holding.

Manufacturer narrative:
The technician adjusted all four caster brake pads to ensure tight contact with the caster wheels when in the brake position.